Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 unspecified bd needles were clogged. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported that the needle filter was clogged. Event description per email states: we received a complaint from (B)(6) related to eylea vial batch no. Kt05l2l. The reporter informed that ¿during the customer extracted the solution from the vial, felt the solution was not moved well and filter was clogged.¿ needle - malfunction - clogged. Sample description per complaint details states: provided the photo. But the filter needle was already disposed, just empty vial and folding box were taken into the photo. So there is no evidence for clogged filter."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305211 and lot number 8250854. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show a box from bayer and a vial. Based on the investigation with no sample analysis the symptom reported by the customer could not be confirmed and an exact cause for this incident could not be identified.

Event description:
It was reported that 12 unspecified bd needles were clogged. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported that the needle filter was clogged. Event description per email states: we received a complaint from south korea related to eylea vial batch no. Kt05l2l. The reporter informed that ¿during the customer extracted the solution from the vial, felt the solution was not moved well and filter was clogged.¿ needle - malfunction - clogged. Sample description per complaint details states: provided the photo. But the filter needle was already disposed, just empty vial and folding box were taken into the photo. So there is no evidence for clogged filter."